Event description:
Fourteen hours after initation of iab therapy, a gas loss alarm on the iabp sounded. Blood was noted in the tubing. The iab was removed and not replaced. The pt is reported in stable condtion.